Manufacturer narrative:
(B) (4). Paralysis; pre-operatively ruptured aneurysm.

Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured 6.5 cm abdominal aortic aneurysm. Vessel morphology was unremarkable, except that there was some thrombus inside and proximal to the sac. There was also a dissection of the abdominal aorta and in the right common iliac. It was reported that a talent converter (see MFR # 2953200-2010-00990), an occluder (see MFR # 2953200-2010-00991), and a limb extension were implanted successfully. A reliant balloon (see MFR # 2953200-2010-00993) and coda balloon were kept in the abdominal aorta during the case to occlude blood flow and help stabilize the patient during the procedure. The procedure was hemodynamically successful; however, within 24 hours post-implant, the patient had bilateral sensory and motor leg paralysis. It is possible that there was coverage of lumbar vessels; however, this was confirmed. Patient will likely undergo rehabilitation. No additional clinical sequelae were reported. The device was not returned.